Event description:
IV catheter sheared off on removal. IV left hand noted to be leaking at insertion site. Connection checked and retaped. Continued to leak from insertion site. IV removed. Catheter sheared off and remained in pt. Pt required cut-down at site to remove catheter.